Event description:
Customer reported an issue with the panorama central station's display, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Customer was provided with a loaner, while the unit is being returned to the company's repair center.